Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h4: d4: the lot number was reported as unknown on the initial report; and has been updated accordingly. The expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, the UDI has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that this was an arthroscopic rotator cuff repair on shoulder for rotator cuff tear performed. During surgery, while the surgeon was performing arthroscopic subacromial decompression, the 4.0mm round burr plus 5pk made a strange noise and stopped working. When the product in question was removed from the handpiece, the inner tube could not be removed. The surgeon used it appropriately and there were no problems. There was no surgical delay and no harm to the patient. No further information was available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the inner shaft is seized, it was not possible to spin to any direction. No anomalies were found on the black connector. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the 4.0mm round burr plus 5pk would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to higher speeds applied on the handpiece which can increase the temperature of the device's shaft, lack of adequate irrigation and excessive side loading can contribute to a seized inner shaft, as per the instructions for use (IFU): adequate irrigation to the tip of the blade or burr is required to cool the blade and prevent accumulation of excised material in the surgical site. Excessive side loading may result in blade wear and degradation, as well as clogging and/or seizing. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.